Event description:
A customer contacted beckman coulter inc. (Bec) stating that the flowcell drain was full and dripped over the cigar tube down to the bottom of the ise (ion-selective electrode) module in the unicel dxc 880i synchron access clinical system. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) assisted the customer with troubleshooting. The customer removed the cigar tube and cleaned it and replaced a line in the ise module. The flowcell still did not drain. Cts then directed the customer to remove a valve in the module upon which the customer noted there was a clot in the valve. The customer removed the clot and reinstalled the valve and primed the instrument. The flow cell was draining properly. No service request was generated. Troubleshooting with cts resolved the issue. The bec internal identifer for this event is (B)(4).